Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The ap vision 3 software was used to clear the system error message. Following this, the autopulse platform passed the functional testing without any fault or error. As a precautionary measure, the connection cable from the processor board to the power distribution board needs to be replaced as the cable may have had some intermittent connection issue that could not be directly identified during the functional testing. There was no physical damage observed on the returned autopulse platform during the visual inspection. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The motor brake gap inspection test revealed that the drive train motor brake gap was within specification. After clearing the system error with ap vision software, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 30 minutes without any fault or error. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the customer reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).